Event description:
It was reported that the patient experienced a major bacterial driveline infection. The date of the adverse event was reported as unknown, but the event was reported as ongoing. The patient was treated with drug therapy. History of driveline infection reported under MFR 2916596-2024-04578.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a major bacterial driveline infection on (B)(6) 2025. The patient was treated with drug therapy only. The patient was not admitted to the hospital due to this event. Staphylococcus aureus cultures were identified.